Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Only the top portion of the cannula with the circular seal was received. The circular seal was cut. The condition of the product precluded functional testing. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic abdominal procedure, the device seal was leaking air. Small particles fell into the patient site and had to be retrieved. There was no patient injury, no extension of more than 30 minutes procedure time, no blood loss more than 250 cc, no extension of incision more than 2.5 cm, no tissue loss or damage, no reinforcement material used. A new device was used to complete the procedure. The clinical device is available and will be returned for evaluation